Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient had notified their physician about the low ins, worsened pain, sleep, and diarrhea. It was also reported no circumstances led to the issues. The patient scheduled an appointment with their physician for 2017-09-05 and the issues had not resolved. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain. It was reported that the patient's ins battery was 'low' and that they could tell because they were 'having other problems with it.' The patient reported that they have had 'some issues' but did not go to the doctor because they tried to give the patient medication that she was allergic to. The patient reported that they have been in pain since a day and a half after surgery and that they could not get comfortable. It was noted that the patient's pain has gotten worse. The patient also reported that they had 'excessive sleep' and that before they were unable to sleep at all because of insomnia. The patient also reported having constant diarrhea, and then stated that they have hyperthyroidism (unrelated to device/therapy) and that they actually have never had diarrhea but that they have not had a solid bowel movement since the device was 'put in the other part of her back and moved' (see related pe). It was noted that the patient used to go a week without having a bowel movement. Follow-up was conducted with the patient.